Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris syringe set was leaking. The following information was received by the initial reporter with the following: it was reported by customer that the microclave was leaking fluid.

Manufacturer narrative:
The customer reported the microclave was leaking fluid, and returned one used sample of material 10014914, lot unknown. Upon initial visual examination, the set had a defect present at the male luer post. The luer was slightly enlarged and whitened. The luer could not fully screw down onto other luers in the lab, and when it did, it did not create a watertight seal. The complaint of leakage is verified. The sample was forwarded to the north america molding center (namc), where the set was made. The root cause for the issue could not be determined, and was unable to be traced to the molding manufacturing process. A device history record review was not performed as the lot number is "unknown" for this complaint.